Event description:
The sales representative reported that after receiving an orthovisc injection, a patient developed a reaction. The sales representative reported that the patient went to the hospital to have the site washed out. The sales representative had no further information. Updated 6/9/2015: injection site location was provided (right knee).

Manufacturer narrative:
The batch record for lot number n130058a was reviewed. All final specifications including product sterility were met and passed.